Manufacturer narrative:
(B)(4). Device evaluation summary: the batch number hv24536927 was released by qc according to defined specifications. All the manufacturing steps and all of the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause of the event is then impossible to determine.

Event description:
The physician reported that immediately after patient treatment with juvederm ultra in the nasolabial folds and lips the patient presented with inflammation and nodules in the left nasolabial folds and left side of the lips. Several days later, the patient's left side was paralyzed with a slight droop making talking and chewing difficult. The patient was seen by another dermatologist who indicated "a nerve was possibly hit" and recommended the injecting physician prescribe a steroid. Further follow-up with the physician notes a medrol taper was prescribed. The symptoms have not resolved.